Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, audio beep anomaly and unexpected restart alarm. The customer's blood glucose level was 140 mg/dl. The customer treated with manual injections via insulin. The customer received constant tone during battery change. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests, or verify the unexpected restart, button keypad anomaly, numbers count down anomaly, low battery or other alarms due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.